Manufacturer narrative:
The customer returned the suspected contour next meter (serial # (B)(6)) for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory. Section d4 of the initial report indicated serial # of the affected meter as (B)(6). Based on the clarification received, serial # for the affected meter is (B)(6). Serial # in section d4 and device manufacture date in section h4 have been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.